Event description:
It was reported that this device reverted to a safety mode status. Technical services (ts) recommended performing a programmer interrogation to confirm the device condition. This device remains in service. No adverse patient effects were reported.